Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had high and low blood glucose but not hospitalized. Customer's blood glucose was 340 mg/dl at dinner after four hours went to bed and felt cold, sweating on her neck and blood glucose was 32 mg/dl. The customer was advised that we could assist with both high and low blood glucose troubleshooting but customer declined.